Event description:
The consumer reported that the patient had a loss of therapy. The patient had pretty good therapy, greater than 50 percent, with their initial implantable neurostimulator (ins) until (B)(6) 2014. Then the patient started having long stretches in the hospital. The patient had the battery only changed out on (B)(6) 2016 and the issue continued. The patient was not aware that the whole implant was changed out and thought that only the battery was changed. Since the loss of therapy, the patient was in and out of the hospital for long periods of time and when they were home it was usually for only a couple of days. The indication for use for this patient was gastrointestinal/pelvic floor. Refer to manufacturer's report # 3004209178-2016-14468 for the continued issue after ins replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.